Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 34 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that they did not calculate their bolus correctly and did not bolus for their cereal. The customer did not troubleshoot and did not send the product back for analysis.